Manufacturer narrative:
It was reported that the motor broke off the mount during spin cycle causing the unit to vibrate excessively until it fell on the floor from the bench top. Customer stated there did not seem to be damage to the bowl but the lid may have cracked the lock guide during the incident. There was no exposure to sample, or injury and no medical attention reported.

Event description:
Customer reported a rotor breakage.